Event description:
A customer in (B)(6) contacted biomérieux to report the occurrence of false resistant ertapenem for klebsiella pneumonia in association with the vitek® 2 ast-n372 test kit. Testing via alternate method (disk diffusion) obtained a susceptible result for ertapenem. The customer stated there was no impact to the patient state of health due to the discrepant result. The customer systematically performs disk diffusion for ertapenem in the case of resistance. The disk diffusion result was reported to the clinician. The vitek 2 systems software version in use at the customer site is version 8.01. The results for three (3) strains associated with three (3) different patients are as follows: ID (B)(6) = strain kept; ast-n372: ertapenem mic = 2 r disk = 34 mm s. ID = (B)(6) : strain not kept; ast-n372 ertapenem mic > 4 r, disk = 34 mm s. ID = (B)(6) ; strain not kept; ast-n372 ertapenem mic > 4 r disk = 35 mm s. There is no indication or report from the laboratory or physician that the discrepant result led to any adverse event related to the patient's state of health. The disk diffusion results were reported to he clinician. Biomérieux requested strain submittal from the customer. A biomérieux internal investigation has been initiated.

Manufacturer narrative:
An internal investigation was performed due to false resistant ertapenem (etp) for klebsiella pneumonia in association with the vitek® 2 ast-n372 test kit. The pcr results confirmed the absence of carbapenemase. Identification of the submitted organism was confirmed and testing included one card from the customer lot (0220743204 cl) of ast-n372 cards, as well as one card from a random lot (0220744204 rl). The reference method used for the development of the incriminated drug was performed in parallel of vt2 testing : broth microdilution (bmd), which was the method used for etp development (etp02n) on ast-n372 card : mic = 0.008 mg/l s. On vitek 2 v8.01 (aes parameters : casfm/eucast 2018_v1 + phenotypic) : the etp mic (</= 0.12 mg/l s) is within essential agreement with the reference mic (bmd - 0.008 mg/l s) without any category error. False resistant etp customer results are not reproduced in house. The vitek 2 ast-n372 cards performed as expected.